Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer's blood glucose level read "high¿, however, specific blood glucose (bg) value was not provided. The customer addressed their elevated bg with a correction bolus via pump. The customer reverted to an alternate method of insulin therapy. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the event.